Event description:
It was reported that an insulin line and bag were added to pump. The nurse entered correct concentration and dose and started infusion. The insulin infusion was started at 2 units per hour or 2 ml/hr. Pump alerted "checking line", secondary nurse noticed that drip chamber was rapidly dripping and patient appeared to be receiving bolus dose of medication regardless of programmed rate. Secondary nurse checked connections, clamps and all were functioning accordingly. Secondary nurse immediately stopped infusion and disconnected the line from the patient. The event occurred in the critical care unit (ccu). It was reported there was no apparent harm. Although requested, no additional information was provided.

Manufacturer narrative:
The customer¿s report that the drip chamber fluid was rapidly dripping and patient appeared to be receiving bolus dose of medication regardless of programmed rate could not be confirmed or replicated during this investigation. The log review shows that prior to the reported event date and time on (B)(6) 2021 at 9:42am, pump module s/n (B)(6) was programmed to infuse a primary infusion for guardrails drug ID= 225 (insulin ¿ regular 100 unit/100 ml, dose= 2 unit/h, vtbi= 100ml) at a rate of 2 ml/h for an expected duration of a 50 hour infusion. O approximately one minute later, the pump module alarmed for patient side occlusion and there was activity of the pump module being paused and restarted for the next three minutes. O at 9:46: am, the pump module was channeled off which powered off the pcu. The primary volume infused was listed as 0.082 ml. Further review of the log noted no further infusion from the pump module device. ¿ the inspection and testing process performed on both the pump module and administration set found no existing malfunctions that could contribute to the reported issue. ¿ concentricity analysis of the administration set¿s silicone pumping segment found that it was dimensionally within specifications. The root cause was not identified. No issues were observed with both the received pump module and administration set during inspection and testing process that would have contributed to the reported incident. Device history review: a review of the pump module device history record showed the device had a manufacture date of 03/08/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history recordfor s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that an insulin line and bag were added to pump. The nurse entered correct concentration and dose and started infusion. The insulin infusion was started at 2 units per hour or 2 ml/hr. Pump alerted "checking line", secondary nurse noticed that drip chamber was rapidly dripping and patient appeared to be receiving bolus dose of medication regardless of programed rate. Secondary nurse checked connections, clamps and all were functioning accordingly. Secondary nurse immediately stopped infusion and disconnected the line from the patient. The event occurred in the critical care unit (ccu). It was reported there was no apparent harm. Although requested, no additional information was provided.

Manufacturer narrative:
Additional information: b.5.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Pediatric patent although requested, patient demographics not provided.

Event description:
It was reported that an insulin line and bag were added to pump. The nurse entered correct concentration and dose and started infusion. Pump alerted "checking line", secondary nurse noticed that drip chamber was rapidly dripping and patient appeared to be receiving bolus dose of medication regardless of programed rate. Secondary nurse checked connections, clamps and all were functioning accordingly. Secondary nurse immediately stopped infusion and disconnected the line from the patient. The event occurred in the critical care unit (ccu). It was reported there was no apparent harm. Although requested, no additional information was provided.